Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test and all operating currents tested within the spec. No failed battery test, blank display or charge/battery anomaly were noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratch on the screen making it difficult to read. The customer's blood glucose value was unknown at the time of the incident. The insulin pump had diminished battery life and a failed battery test. The customer reported that they needed a louder alarm, as they cannot hear and wears a hearing aid. The device will not be returned for analysis.